Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for no image with 180 scopes could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center exhibited no image. The issue occurred during preparation before use inspection for an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.